Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter with an unspecified serial number compared to an unknown laboratory method. The customer tested twice on the meter with results of 6.6 inr and 7 inr. The result from the laboratory was 4.45 inr. The customer's therapeutic range is 3 - 3.5 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.